Event description:
On (B)(4) 2012, customer reported that the electrolyte injection cup (eic) on the synchron cx5 instrument was overflowing at line #13. Customer stated that line #13 had popped off. Customer also stated that after the line was reattached the eic was still not properly draining. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed a clot from eic. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).